Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# j0401908v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that her interstim that was implanted in 2015 was not replaced due to normal battery depletion. Patient stated that her managing hcp replaced it because "something was going on" with the wires or leads, "they weren't right" because the leads were shocking her. Patient also stated that battery was low, which the doctors did not understand because the device "was new". Patient only stated that her hcp ordered a CT scan that showed them all of these problems, and it might have been in january, prior to getting the interstim replaced. The patient indicators for use are for urinary dysfunction sacral nerve stim and gastrointestinal/ pelvic floor/interstim - other. No further complications were reported/anticipated.